Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The customer's blood glucose reading was 259 mg/dl at the time of incident. The customer indicated that they would follow up with their doctor regarding the no delivery. The customer ended the call.